Manufacturer narrative:
The commander delivery system was returned for evaluation. Visual inspection revealed a kink proximal on the flex shaft (due to packaging), and balloon pumpkin severely wrinkled and distorted (likely due to withdrawal difficulty). No other abnormalities were observed. Functional testing revealed that the balloon inflated normally. Dimensional testing of the outer diameter of the balloon was measured and found to be within specification. The complaint for ¿delivery system ¿ withdrawal difficulty-through sheath¿ was confirmed based on visual inspection of the returned device. The pumpkin of the balloon was wrinkled and distorted, which was likely caused by the repeated attempts at removal after it became stuck. Furthermore, there was liner bunching, a kink, and circumferential delamination noted at the distal end of the sheath. All of these indicate that there was likely difficulty withdrawing the delivery system through the sheath. No potential manufacturing nonconformances were identified. A lot number was not provided and the device history could not be performed. A review of the complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint, and a review of manufacturing mitigations further supports that the system has proper inspections in place to detect issues related to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies according to the complaint description, the complaint site alleged that the device had an ¿unusually large balloon¿. Measurements were taken during engineering evaluation and the balloon was found to be within specification. However, if the balloon had not been fully deflated after valve delivery and there was residual fluid left in it during removal, the balloon may have appeared larger than normal under fluoroscopy. Residual fluid can cause the balloon to have an expanded or abnormal profile, which may cause it to become stuck on the sheath tip during removal. A definitive root cause is unable to be determined at this time. The complaint for was confirmed, but no manufacturing non-conformities were found in the returned sample. In this case, available information suggests that procedural factors may have contributed to the complaint event. No labeling or IFU inadequacies have been identified. Review of complaint history for the month of (B)(6) 2017 revealed that the occurrence rate did not exceed the control limits for this trend category. Therefore, no corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate, during implant of a 26 mm sapien valve, withdrawal difficulty was encountered during a transfemoral procedure. The patient was discharge home without any other complication. As reported, during retrieval of the delivery system, the balloon was caught in the sheath causing it to ¿turn in on itself¿, vascular intervention was required to remove the sheath and delivery system. Per report, it was felt that the balloon was unusually large and may have contributed to the delivery balloon catching on the sheath.